Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not in place message even though the cassette was not attached. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint that the pump exhibited a cassette not in place message even though the cassette was not attached. Review of event log found error code 46440. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual/functional testing was performed. The downstream occlusion (dso) seal was delaminated, and the upstream occlusion (uso) seal was buckled. Seals were replaced. Could not duplicate reported cassette error.